Event description:
Customer reported issues with her insulin pump while she was in the hospital. Customer's blood glucose is 300 mg/dl. She was in the hospital for a non-diabetes related heart attack. While in the hospital, her blood glucose went up. When she tried to bolus for her high, her device alarmed no delivery. The alarm was cleared with a complete set change. Customer did not want to return the device or infusion set for analysis. She said she will call back for trouble shooting if the issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.